Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements until it was high out of range at around 140 ohms. Technical services (ts) suspected that there was calcification and that the rise occurred shortly after implant. No adverse patient effects were reported. Currently this lead remains in service.